Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was noted to be outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely. During remote troubleshooting actions, the rse found that host pc software was corrupted. Analysis of the log file showed an ¿unexpected system state change¿, starting at 14:14:49, which confirmed the malfunction. The root cause of the issue was noted to be the host pc. To resolve the issue, the remote service engineer (rse) recommended restoring the ghost image, verifying the date and time, and performing a recreation of the image store. These actions returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.